Event description:
In 2009, a company representative reported that the patient has been experiencing elevated blood glucose for the past 1-2 months. She stated that the patient has an infection in his jaw, which may have contributed to elevated readings. He also "forgot to hook up" to the infusion device this morning and his blood glucose measured 400 mg/dl. The patient's physician believes the infusion device is contributing to elevated readings. The patient only uses the infusion device for basal insulin delivery, and he injects insulin via syringe for boluses. His basal rates were increased 1 week ago, and his blood glucose did improve. Upon follow up with the patient two days later, he stated that his blood glucose measured 300 mg/dl a week later, and it measured 226 mg/dl this morning. His target blood glucose range is 100-150 mg/dl before meals and 100-180 mg/dl at all other times. His current battery was a lithium battery. He stated these batteries typically last 2-3 months. He was educated on the correct battery type. He is taking augmentin for the infection in his jaw. He was advised by his physician this would not affect his blood glucose. During the report, the patient disconnected from the infusion device and performed a 2 unit bolus. No insulin dripped from the infusion tubing. He was assisted in switching to his backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.